Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for emergency device interrogation with the implantable cardioverter defibrillator found in backup operation due to event queue overflow. In this setting pacing occurred a high output and muscle stimulation occurred. The device was successfully restored to patient settings. There were no adverse consequences to the patient.